Event description:
It was reported that customer observed large air gaps in tandem mobi cartridge during pumping, and bubbles remained even after priming with the fill tubing feature. There was no adverse impact to the customer's blood glucose level. Customer was actively experiencing issue at time of call, and technical support guided customer through loading new cartridge using proper technique, after which customer successfully resumed insulin therapy and issue was resolved.